Event description:
Patient started on vent successfully - hours later pressure graph would spike and patient not being vented - manually resuscitated, put back on, but this occurred several times.

Manufacturer narrative:
Distributor waited 8 months before reporting this incident to event medical. That is why there is such a large discrepancy between the event date and report date.